Event description:
Perfusioninst was notified by ICU nurse that the iab had ruptured. Nurse was instructed to turn off pump and notify surgeon. Iab was removed and no replacement inserted per family request. Pt expired later that evening.